Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was submerged in water around a month ago. Self-test demonstrated softened noise on 1 alarm tone but it was still audible. Log files were submitted for review. The log file recorded atypical power cable disconnect events while connected to battery power on 01may2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. It was noted that these events may be due to corrosion or degradation from moisture ingress and it was recommended that all equipment that may have been submerged be replaced. The event date was estimated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being submerged in water and a softened alarm tone was unable to be confirmed. The reported event of power cable disconnect and low voltage alarms was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 20 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 0:54:04, 2:51:49, 2:51:52, 13:22:09, 13:23:44, and 13:38:15, while connected to battery power, either power cable disconnect or low power advisory alarms were active due to relative state of charge (rsoc) invalid and yellow faults associated with the white power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect and low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. Heartmate 3 instructions for use section b- ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.